Event description:
A non-critical pump alarm was heard. The pt experienced a lack of therapeutic effect. When the pump was interrogated, it showed the rotor had stopped and there was a tube message. A programming session was done by the nurse to make the pump start again; it was not successful. A rotor investigation was planned. The pump was replaced. There was no pt injury. The pump was used to deliver morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.